Event description:
On (B)(6) 2007 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the revealed a mesenteric perforation of the inferior vena cava. One strut or foot of the filter perforated the inferior vena cava wall by approximately 1.6mm. The perforated strut did not extend into any vital structure.

Event description:
On (B)(6) 2007 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the revealed a mesenteric perforation of the inferior vena cava. One strut or foot of the filter perforated the inferior vena cava wall by approximately 1.6mm. The perforated strut did not extend into any vital structure.